Manufacturer narrative:
Additional information was received that the patient cancelled the procedure and no further course of action will be taken at this time.

Event description:
A report was received that the patient was having tenderness over midline incision where leads were located. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316 ,lot #: 16396113, description: next generation anchor kit-sterile; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having tenderness over midline incision where leads were located. The patient will undergo an explant procedure.